Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap chole, the surgeon found material of this trocar seal part like blue color during use this trocar. The pieces were removed.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. The fabric around the circular seal was damaged. Since the clinical obturator was not received; a pmv representative obturator was used for all functional testing. During a functional evaluation, the representative obturator was inserted into the trocar and penetrated the test media without difficulty. The trocar passed an air leak test. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.